Event description:
It was reported that a home patient (hp) experienced a failure to follow therapy steps while using the homechoice device, during priming. The failure to follow therapy steps was further described as the patient being connecting during priming. The hp was connected at the time of the event. The technical service representative reviewed proper procedures with the care giver, assisted the care giver to end therapy, and advised the care giver to start therapy for the hp over with all new supplies. The hp would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Not priming the line completely before connecting is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.